Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference or angulation or kink in the delivery system upon deployment and that the correct size delivery system was used during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During procedure, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 10mm amplatzer septal occluder was chosen and implanted successfully using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.